Manufacturer narrative:
Manufacturer's investigation conclusion: the report of driveline bend relief separation was confirmed based on the onsite evaluation by a technical services representative and the evaluation of the submitted image. The submitted image appeared to depict the distal end of the driveline. The distal end bend relief appeared to have nearly entirely separated from the controller connector. There were no adverse patient consequences or alarms reported. A clamshell repair was performed by a technical services representative on 23jun2020 under work order (B)(4). It was noted that all tests passed. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an email was received from the vad coordinator stating to take a look at an image of the patient's driveline. The vad team was looking for suggestions as far as repairing the driveline and asked if reinforcement was enough or if a clamshell repair should be performed. Technical services stated that they will order the clamshell repair kit to be delivered to an engineer and then they will come in and install it. Technical services requested to please ensure to secure the separation for the time being until the repair is executed. It was reported that a clamshell installation was performed to the external bend relief area on (B)(6) 2020.